Event description:
It was reported that the ICD delivered a lot of shocks. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. 12 - ventricular nst (non-sustained tachycardia) <=175 ms average v-cycle on (B)(6) 2010 in the timeframe between 10:20:44 and 11:48:59. 18 - vf<=210 ms on (B)(6) 2010 in the timeframe between 09:20:43 and 10:07:34. Ventricular short interval count v-sic=1413.4 counts avg/day, in (B)(6), between (B)(6) 2010 17:29:08 and (B)(6) 2010 21:11:32. 1- patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010. Daily pace lead impedance trend data shows an abrupt increase for ventricular pace bi impedance= 551 to 4047 ohms peak between (B)(6) 2010 and (B)(6) 2010. 1 - patient alert for lead failure predictor on (B)(6) 2010 00:32:05.

Event description:
It was reported that the ICD delivered a lot of shocks. The implanted competitor's lead had a high measured impedance. Both the lead and ICD were replaced. No patient complications have been reported as a result of this event.